Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related MFR report: 3006705815-2021-00711. It was reported the patient's scs system left lead migrated down from t7 to t9. The abbott representative met with the patient for programming and found the stimulation therapy had changed after the patient had been doing yard work. Surgical intervention was taken and the lead was moved back to the t7 original placement. The procedure was completed without complications and stimulation therapy restored.